Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned during scheduled generator change out procedure due to high pacing thresholds and abnormal impedance measurements. A new rv lead was implanted. No additional adverse patient effects were reported.